Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the total daily dose totals appear inconsistent due to the time and date issue. There was no data in the black box or download histories from the time of the reported high blood glucose levels due to continued patient use. The 29 hour accuracy test was performed and the pump passed flow accuracy test and was found to be delivering within required specifications. Product analysis was unable to adequately investigate due to continued patient use. There was no insulin delivery defects were found. Unrelated to the complaint, evaluation revealed that the keypad symbols were worn, which has no effect on insulin delivery function.

Event description:
The reporter reported that since (B)(6), 2011, the pt had obtained high post-prandial blood glucose levels, ranging from 17.0 mmol/l to 19.4 mmol/l (306mg/dl, 349 mg/dl). At that time, the pt experienced the symptoms of nausea and abdominal pain; the pt did not test for urinary ketones. Troubleshooting revealed there were no leaks or bubbles in the cannula, the pump settings were correct and there was no bleeding at the infusion site. The pt changed the infusion site, and found blood in the cannula. After changing the infusion site, the pt's blood glucose level dropped to 7.2 mmol/l and 11.0mmol/l.